Event description:
It was reported a malfunction in which there was a delay longer than thirty minutes and the wire became caught in the drill bit and pulled out and was lodged in the drill. No serious injury to the patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned guide pin indicated that it is lodged in a drill bit. A review of complaint history did not reveal additional complaints for the listed part. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.